Event description:
A customer contacted haemonetics on (B)(4) 2012 to report "check effluent pathway" message on their orthopat machine. No donor or operator injury was reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(4) 2012 to report "check effluent pathway" message on their orthopat machine. No donor or operator injury was reported. Upon eval of the device the reported problem could not be verified however blood was found internal to the device. Major disassembly and cleaning were required. Electronic components replaced due to fluid spill include the centrifuge, power supply, and distribution printed circuit board. No carbonization was noted. The machine is now ready for use. (B)(4).